Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, with diminished r-waves. Additional information was received indicating that the cause was thought to be due to rv lead degradation from being an old lead and a metabolite imbalance on the patient. The threshold had improved some, at the time of the removal. The r waves were at 4.0 millivolts (mv), when previously they were 6.0 mv. This rv lead was ultimately removed and replaced, out of necessity to remove the right atrial (ra) lead. No adverse patient effects were reported.